Manufacturer narrative:
D6b explant date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was a "high purge pressure" alarm. The physician tried to solve the problem on his own by changing the ps, but to no avail. It was noted throughout the case that purge pressure was high, no further information provided.